Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced kinked cannula, which led to high blood glucose level event on (B)(6) 2026. The site of insertion was abdomen. Due to the event, patient's blood glucose level was 590 mg/dl, and was treated with correction injection via multiple daily injections (mdi). No further information available.